Event description:
This is a spontaneous case report received from a physician in united states on 31-aug-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. The physician stated he was on a hysterectomy case due to misplaced essure. Follow-up from 02-sep-2016: no new information provided. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had a hysterectomy due to misplaced essure (fallopian tube occlusion insert). Device dislocation is listed in the reference safety information for essure. Although the exact onset date and mechanism of this dislocation is unknown, given the nature of this event, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required (implied). A product technical complaint analysis is being sought. Further information has been requested.

Manufacturer narrative:
Quality safety evaluation received on 17-oct-2016: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record and thus were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical event is a known possible undesirable event and is not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar adverse event case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had a hysterectomy due to misplaced essure (fallopian tube occlusion insert). Device dislocation is listed in the reference safety information for essure. Although the exact onset date and mechanism of this dislocation is unknown, given the nature of this event, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required (implied). A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. Further information has been requested.